Manufacturer narrative:
Additional information has been requested, and if received, will be reported on a supplemental report.

Event description:
It was reported, during surgery, it was noted that the locking screw blocked. Also a second device used presented the same problem. The surgeon assumes bone material in the turn of a thread. The surgery was completed with a new nail.